Manufacturer narrative:
Upon powering up the returned autopulse platform during preventive maintenance, intermittent lcd backlight was observed on the platform screen. The root cause was due to the defective processor board. The autopulse passed the initial functional test without any fault or error. As part of routine service during testing, the platform was examined and both patient head restraint wires were noted to be broken or cut and encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The top cover was replaced and sticky clutch plate was deburred to address the issue. The autopulse platform is a reusable device and was manufactured in 2011 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed.

Event description:
During a preventive maintenance for autopulse platform (sn: (B)(4)), the lcd was observed to be flickering.